Manufacturer narrative:
Justification for no UDI: the device has a UDI some information was provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections d4: serial number, d4: primary UDI #, and h4: manufacture date. Evaluation results: the customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.